Event description:
Philips received a complaint indicating that the heartstart xl+ device screen is black. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer's site. The fse performed tests and reconnected the internal cable for the display. The device was operational after the internal display cable was reconnected. The device successfully passed all required testing and remains at the customer site. No further evaluation is warranted at this time.